Manufacturer narrative:
Continuation of medical devices: icf09b52 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) experienced a partial power on reset (por). The crt-p was reprogrammed and remains in use. No patient complications have been reported as a result of this event.